Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by the arthroscopy journal titled ¿mid-term outcome of superior capsular reconstruction using fascia lata autograft (at least 6 mm in thickness) results in high retear rate and no improvement in muscle strength.¿ the study reviewed forty-five (45) patients who underwent shoulder procedures using arthrex corkscrew devices. Eight (8) patients were documented to have experienced rotator cuff lesion with seven (7) of those resulting in a revision during the sixty-three (63) month follow-up period. Ref: baek, c. H., et al. (2024). "Mid-term outcome of superior capsular reconstruction using fascia lata autograft (at least 6 mm in thickness) results in high retear rate and no improvement in muscle strength." Arthroscopy 40(7): 1961-1971.